Event description:
It was reported, the patient experienced a supraventricular tachycardia (svt) and inappropriate shocks and atp were delivered due to an incorrect interpretation of signals. Technical support was contacted and noted the device performed according to the programmed settings and no malfunction of the device was observed. Technical support recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.